Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As very limited clinical information was provided by the authors, it is not possible to determine potential contributing factors for the valve thrombosis. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article "subclinical leaflet thrombosis after transcatheter mitral valve-in-ring implantation", approximately two years after the implant of a 26 mm sapien 3 valve in a mitral position inside of a 30 mm carpentier-edwards annuloplasty ring, the patient was admitted to the emergency department for vasovagal syncope. Transesophageal echocardiography (tee) showed normal thv hemodynamic with a mean pressure gradient of 4 mmhg and mild intra-prosthetic regurgitation. A hypoechoic thickening on the ventricular side of the 2 posterior leaflets was evident, with concomitant reduced diastolic opening. These findings were consistent with subclinical valve thrombosis. Anticoagulant treatment with vitamin k antagonists was started, after enoxaparin bridging and aspirin interruption. After 8 weeks, follow up tee showed complete resolution of leaflet thickening with restored leaflet motion and reduction of spontaneous echo contrast. Reference: alessandro beneduce, md, et. Al. Subclinical leaflet thrombosis after transcatheter mitral valve-in-ring implantation. Jacc: cardiovascular interventions, 2018.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.